Event description:
It was reported that one year post port placement procedure, the catheter allegedly fractured. It was further reported that broken catheter migrated to right atrium. Reportedly, the portion was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that one year and six months post port placement procedure, the catheter allegedly fractured. It was further reported that broken catheter migrated to right atrium. Reportedly, the portion was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port attached to a catheter was returned for evaluation and the distal catheter segment was not returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of reported event cannot be verified from the returned physical sample. However, the investigation is confirmed for the reported fracture, material separation and identified dent issues as a complete circumferential break was noted on the distal end of the catheter segment which was elliptical in shape and the surface was noted to be granular and glossy. Under microscopic observation, two splits were noted on the catheter. During tactile evaluation, splits was noted on the catheter, proximal to the proximal end. Upon infusion, leaks were observed from the splits on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: "pinch-off prevention: catheters placed percutaneously or through a cutdown, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even sever the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle.1,2". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.